Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 06/12/2015.device evaluation: the device has been returned and evaluated by product analysis on 05/29/2015 with the following findings: the keypad complaint could not be duplicated. The keypad cover was torn. All of the keypad buttons were normally responsive. The keypad cover was removed and contamination was found under the keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.